Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site to check the gel camera as it is misreading weak reactions as negative. Fe performed reader camera alignment, checked optics fine adjustments, also checked focus. Camera brightness are within range. Customer ran qc and results were acceptable, error did not occur. No definitive root cause was determined, although, the most probable root cause is associated with antibodies being weak and/or at the detection limit of the technique and reagents used. No erroneous results reported as a result of this incident.

Event description:
Customer called to report false negative antibody panel results by the provue while visual inspection of the gel cards indicate weakly positive reactions with multiple cells within panel a. Panel b was also used to test the same sample on provue; same results were observed as negative with provue and weak positive when cards are visually inspected.